Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "ms. (B)(6) stated that she has two pumps with (B)(4) version 13.2 and 30015-3809 version 11.0 problem, broken pumps. She mentioned that there was patient involvement, no human and there was delay in therapy. She also mentioned that no physical damage to the pumps. Send back the device to the address above, ship attention to (B)(6) pharmacist. No other information provided. Delay in therapy:yes. Need for medical intervention:no. Patient involvement: yes. Death / serious injury: no. Human harm: no. "